Manufacturer narrative:
The consumer reported metal pin detached during use. This is consistent with evaluated devices with the metal pin separating from the handle. No allegation of harm was reported by the customer. The device was not returned and can not be evaluated. This is a known issue with a request for solution (rfs) d001580589 in place. Given the number of devices previously evaluated, it is unlikely for an unrecognized failure mode to be discovered and no new information can be obtained from additional evaluation. As of march 2024, more than 709 devices have been evaluated and confirmed to be a shaft press fit failure. Given the number of devices previously evaluated, it is unlikely for an unrecognized failure mode to be discovered and no new information can be obtained from additional evaluation. Therefore, the customer reported complaint that the metal pin detached during use is considered confirmed.

Event description:
The consumer alleged that the sonicare for kids power toothbrush metal shaft detached while brushing. The detachment caused small parts that could pose a choking hazard to children. There was no report of serious injury.